Event description:
It was reported during a laparascopic cholecystectomy during early dissection and ligation of the cystic duct and artery the surgeon noticed the o-ring from the flapper valve of the 511sd had dislodged from the trocar and fell into the pt's abdomen. The o-ring was retrieved with no harm to the pt. The instrument was discarded but pictures are being returned. There was no consequence to the pt.